Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. (B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed that the force sensor is out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for large prime volume. Evaluation revealed that the force sensor is out of calibration. This report is made based on results of investigation completed on (B)(6) 2011.